Event description:
A patient reported on (B)(6) they had a sudden return of bladder symptoms. The patient stated she can¿t control her bladder and she is peeing herself. The patient does not feel stimulation and the therapy is on. The patient reported a fall on (B)(6) 2016 and had a complete shoulder replacement surgery in (B)(6) 2016 because of the fall. The patient stated she had a sudden return of symptoms after the fall. The patient noted because of the shoulder replacement she wasn¿t as active and did a lot of sitting as long as she¿s sitting she is fine, but when she stood up urine would rush out. The patient noted she had ¿bladder boarding¿ and that the healthcare professional (hcp) she goes to had never seen anybody with a bladder that could hold so much urine. The patient noted she also urinates often. The patient reported they feel stimulation in the correct area and the patient increased stimulation on program 2 from 3.6 v to 4.2 v where she felt stimulation comfortably in the correct area. The patient noted she had been shocked up in her butt by the device before. The patient noted she had not adjusted her stimulation in a long time because it would get so comfortable that she wouldn¿t feel it anymore. The patient stated when she turned it up it hit her and she jumped and the machine shocked her good right in the private part. The shocking was resolved once the stimulation was turned down. The patient also noted that they had lost manuals. Additional information received from the patient on (B)(6) reported to resolve the sudden return of symptoms the patient did a lot of praying for direction. They noted the trouble shooting they received on the phone was so helpful and the booklets also helped a lot. The patient stated the sudden return of symptoms has been resolved for now. The patient stated after receiving the booklets and help from the trouble shooting, they turned the number up to 4.1. The patient added never before turned it up that high, and it is working much better. The patient noted they have not found a healthcare professional (hcp) in their 50 mile radius. The patient noted we need more educated doctors in their area. The patient noted she was going to the bathroom 1-2 times a night and after the fall they were urinating on herself 3-4 times a day. The patient called back on (B)(6) and reported she is having issues with therapy. The patient noted she having to change her clothes 4-5 times a day since she can¿t make it to the bathroom. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.